Event description:
It was reported that two silicon-like foreign matters were observed in the expansion chamber of bd phaseal¿ protector (p55). The following information was provided by the initial reporter: this is a report about foreign matters in expansion chamber of protector. According to the customer's report, two silicon-like foreign matters were observed in the expansion chamber. It might be in the filter. The hcp noticed it in use but decided it would not affect performance and continued.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 30-jun-2023. H6: investigation summary sample and photo received by our quality team for investigation. Upon visual evaluation, loose filter inside the expansion hood of the protector is observed. The protector itself, had its filter and filter cover well assembled, but this one appeared loose between the bell and the film of the bell. This is a cosmetic defect, and the product functionality is not impacted. A device history review was performed for reported lot 2204113, no deviations or non-conformances related to the reported issue were identified during the manufacturing process. Five retained samples were used for additional evaluation. No damage or other defects was observed on any of the product. Product undergoes a series of testing during manufacturing to ensure the quality and functionality of the device. These tests include visual inspections along with leakage testing and flow rate, all records were reviewed for the reported lot and results were found to be acceptable. Based on the available information, possible root cause is associated with the assembly process.

Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that two silicon-like foreign matters were observed in the expansion chamber of bd phaseal¿ protector (p55). The following information was provided by the initial reporter: this is a report about foreign matters in expansion chamber of protector. According to the customer's report, two silicon-like foreign matters were observed in the expansion chamber. It might be in the filter. The hcp noticed it in use but decided it would not affect performance and continued.